Event description:
According to the available information, after checking the balloon inflation with ppi water, the balloon no longer deflates when the liquid is removed. Problem encountered with 3 consecutive catheters.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaint on the lot number 9798932. The product reference aa61144002 lot number 9798932 was manufactured with an intermediate product. This product was made by our subcontractor which was informed about this issue. We received one used sample. After disinfection, the sample was tested and balloon asymmetry was observed. The deflation issue mentioned on the complaint could be caused if the balloon side became stuck to the inflation port and blocked the deflation of the balloon. Quality database was checked and revealed a corrective and preventive action "balloon issues on folysil and silicone prostatic catheters". Monthly monitoring is performed. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.